Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported that during a laser assisted cataract procedure a posterior capsule tear occurred in a patient's right eye. No lens was implanted. Patient was left aphakic. Patient was having a difficult time staying still during the procedure. Upon follow up, patient saw retinal specialist and will be scheduled for a pars plana vitrectomy for retained lens fragment.

Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).